Manufacturer narrative:
The incorrect measurements were readily apparent to the user. The user has been manually correcting the measurements and there has been no reports of patient harm due to this issue. Merge healthcare corrected this issue to ensure that the users(s) would no longer need to manually correct the measurement. The correction has been confirmed by the customer. No further action is required or anticipated at this time.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. On (B)(6) 2018, a customer contacted merge healthcare and stated that a diagnostic measurement taken by their modality was importing into the incorrect node within the clinical reporting tool. Due to an incorrect value displaying in the diagnostic report, there is a potential for incorrect treatment of a patient that could result in harm. (B)(4).